Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2024, it was reported by a sales representative via sems-06711584 that an ar-9625 hex driver tip broke off when tightening superior screw in aug mgs base plate - torque adapter was used in proper fashion, typical fashion - no complications - driver tip was flush with screw - unable to remove - did not hinder seating of glenosphere. Piece broke inside patient. Unable to retrieve the piece. This occurred during use in a case.